Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had ¿dried iodine¿; further described as ¿was not dark and moisture and has an orange color¿. This was observed during use of the devices for peritoneal dialysis therapy. The patient indicated they would no longer use the minicaps from this box and will use a new box instead. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.